Event description:
The pt was intubated in 2009. Air leakage was confirmed from the pilot balloon 4 days later, and was replaced with a new tracheostomy tube. The tube was discarded by the customer and its lot number is unk. No other info was provided.